Event description:
The physician attempted closure of the arteriotomy with a prostar xl 10 fr. Device. The needles did not all present properly. Backdown of the device was not successful. A cutdown was done to free the device, and the arteriotomy was stitched closed. The physician noted that the pt did have calcified arteries.